Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 08/20/2020.

Manufacturer narrative:
(B)(4). Actual sample returned and evaluated. The plate was able to open and close without any problem. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir could not be locked, therefore, negative pressure could not be created. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed for the reported lot and the manufacturing criteria was met prior to the release of this lot.